Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had internal malfunction¿ was confirmed. The device error log shows ¿syringe flange not in place¿ and device experienced a ¿travel reverse error¿ near the end of flow accuracy testing. Probable cause due to device aging and normal wear of the drivetrain. The pump was determined to be beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had internal malfunction¿; during device evaluation it was found the device error log shows ¿syringe flange not in place¿ and device experienced a ¿travel reverse error¿ near the end of flow accuracy testing. There was no patient involvement and no patient ham.